Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection of fortum (one gram, route, frequency and duration not reported) and injection of cefazolin (one gram, route, frequency and duration not reported). At the time of this report, the patient was recovering from the event. The action taken with pd therapy was not reported. Additional information was requested, but is not available at this time.